Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that during the attempted implant of this implantable cardioverter defibrillator (ICD), upon connection of a right ventricular (rv) lead to the device header, noise was observed. The lead was then removed from the device header and tested on a pacing system analyzer (psa), no noise was observed. However, upon reconnection of the lead to the device header, noise was again observed. No pacing inhibition was observed, however, tachycardia therapy was programmed off to avoid shock therapy. The device was attempted, but not implanted. Another ICD was successfully implanted with the same rv lead and no noise was observed. No adverse patient effects were reported.